Event description:
Procedure performed: lap chole event description: complaint 1 of 3: # (B)(4). Complaint 2 of 3: # (B)(4). Complaint 3 of 3: # (B)(4). Clips did not load into jaws of three separate ca500s during use in case. A fourth ca500 was used to complete the case. No patient injury occurred. Product is available for return. Intervention: a fourth ca500 was used to complete the case patient status: no patient injury.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description:   complaint 1 of 3: #(B)(4). Complaint 2 of 3: #(B)(4). Complaint 3 of 3: #(B)(4). Clips did not load into jaws of three separate ca500s during use in case. A fourth ca500 was used to complete the case. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred. Intervention: a fourth ca500 was used to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.